Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was 50 mg/dl. The insulin pump did not warn the customer of their blood glucose levels going down. The insulin pump did not suspend. There was an alarm call for help. The customer treated with glucose tablets. When they pulled the sensor out, only had of the cannula was there. The device was not returned.